Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's husband (who is a doctor) reported the customer's adc freestyle libre sensor detached after 2 days of wear. It was further reported the customer experienced sweating, rapid heartbeat, and loss of consciousness and was treated with glucose liquid and dextrose tablets by her husband. There was no report of death or permanent injury associated with this event.

Event description:
Customer's husband (who is a doctor) reported the customer's adc freestyle libre sensor detached after 2 days of wear. It was further reported the customer experienced sweating, rapid heartbeat, and loss of consciousness and was treated with glucose liquid and dextrose tablets by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the libre sensor kit was reviewed and the DHR showed that the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. Model no. Was incorrectly recorded in the previous report and has been updated.